Manufacturer narrative:
The root cause of the leak is attributed to a broken fitting on the dispense probe, which was resolved when the fse replaced the fitting. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report an absence of blood on the slides of the coulter lh750 hematology analyzer slidemaker, and a leak near the dispense probe of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the fitting on the probe wipe was broken. The fse replaced the fitting and cleaned the instrument, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.